Event description:
Litigation papers allege future revision of the implants due to pain, discomfort and failure of the device.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.